Manufacturer narrative:
A field service engineer was dispatched on 08/26/2015.the fse phoned the customer instructed the biomed person on replacing the sample loop. Fse requested the operator to replace the pre-filter and run some more patient samples; the customer reported that the pressure had dropped to within range, which is what they had been running before the leak. No further action required by field service. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was fault or failure of the pre-filter. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported a leak from the valve tubing with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) spoke to the customer to troubleshoot the event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.